Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between a supply line and a supply bag during fill three of five of peritoneal dialysis therapy on the homechoice. The patient was connected at the time. There was no patient injury or medical intervention reported. No additional information is available.